Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of no sdi, serial digital interface output was confirmed. There was no image due to a serial data input (sdi1) image failure from a faulty printed circuit board. It was also noted ti have damage due to excessive force on the rear panel connectors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, visera 4k uhd camera control unit, to the olympus service center for no sdi, serial digital interface output. There was no delay in the procedure and the patient was not under sedation. There were no reports of patient or user harm associated with this event.